Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the g7 application was not getting a low alert notification. On (B)(6) 2023, the patient stated they had a hypoglycemic event with a grandmal seizure. Their blood glucose dropped below "the bracket of a safe range". There were no cgm or bg values reported. Multiple attempts to gather additional information about the event were made and were unsuccessful. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.